Event description:
A physician reported that ophthalmic surgical knives did not cut during surgery. The surgeries were completed on the same day after replacing with other slit knives. It was also reported that each time a slit knife was used from new pack to replace the one that did not cut and needs to complete the surgery. The type of procedure was not reported. No patient impact was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information as been received and reported that ten ophthalmic surgical knives did not cut during surgery.

Manufacturer narrative:
Additional information was provided in sections d.9., h.3., h.6., and h.11. Ten opened clearcut 2.2 sb knifes, in bp trays were received for the report of slit knives did not cut. Samples were visually inspected and all were found to be nonconforming with bent tip and/or damaged cutting edge. Penetration testing could not be performed due to the damage of the samples. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The exact root cause could not be determined from the investigation performed. The returned sample is visually non-conforming with the bent tip and/or damaged cutting edge; therefore, a dull knife prior to patient contact damaged was confirmed; however, how and when the knife not sharp could not be determined. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The damage seen on the returned complaint samples could have contributed to the customers reported issue of dull knife. The exact root cause for the damaged knife samples is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).